Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) would not refill due to kinked tubing going to the reservoir. A surgical procedure was performed during which the existing reservoir was removed and replaced with a new one. No patient complications were reported.